Event description:
(B)(6) underwent attempted stent graft repair of abdominal aortic aneurysm and left femoral artery aneurysm. The graft did not fully deploy and patient had to have open repair of aneurysm which was complicated by development of compartment syndrome in lle. He underwent fasciotomy and subsequently developed cardiac arrest requiring resuscitation, vasopressor support and multi-organ failure with metabolic acidosis.